Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 41 mg/dl. Customer treated it with apple juice. Customer declined to troubleshooting for their low blood glucose because she knows the basal rates were too high and she already spoke with the healthcare professional and had an appointment to change them. It was unknown whether the customer was using auto mode feature at the time of incident. Insulin pump will not be returned for analysis.